Event description:
It was reported that a patient presented remotely with over-sensing noted on the patient's right ventricular lead. Further testing was recommended. No adverse patient consequences were reported.